Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported the patient went to the hospital on (B)(6) 2016 because they had stomach problems (unrelated to the device or therapy) and they did an x-ray. Following the x-ray the patient stated they felt tingling in their left hand and when they turned the implant off the tingling stopped. The patient turned the implant back on, decreased stimulation and noted they felt the tingling a little. The patient was to monitor their symptoms and follow up with their healthcare provider (hcp).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported they went to see their healthcare provider (hcp) on (B)(6) 2016 and had the device adjusted to a higher setting. The patient stated that this resolved the issue of the tingling in their hand.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.